Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. Gi bleeding/av ms are known potential complications associated with all patients implanted with vads. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the on (B)(6) 2017 the patient had a single episode of melena but denied dizziness or weakness. Patient was asked to continue to monitor melena and come to emergency department (ed) for evaluation. On (B)(6) 2017 patient call with shortness of breath and weakness and he presented to ed for evaluation.  Patient had black stool and was positive for hemoccult positive and admitted for further evaluation and gastrointestinal (gi) consult. Colonoscopy done and shows no cause of gastrointestinal bleed (gib) but thought it may be related to gastric antral vascular ectasia (gave). Video capsule endoscopy (vce) was placed and no active bleeding was seen. Patient was stated to have resolved all issues and was discharged on (B)(6) 2017. No additional information available.